Manufacturer narrative:
The customer's calibration results, qc results, sample pre-analytic details, and the patient's chloride results were requested but not provided. No further issues were reported by the customer. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 8000 cobas ise module. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same cobas 8000 cobas ise module as well as a different cobas 8000 cobas ise module. The patient's initial na result was 131 mmol/l. The patient's repeat na result on the same cobas 8000 cobas ise module was 152 mmol/l with a data flag. The patient's repeat na results on a different cobas 8000 cobas ise module were 151 mmol/l and 153 mmol/l. The na electrode lot number ane expiration date were requested but not provided.